Event description:
A maude report was received indicating a sparc sling was implanted in 2010. The reported indicated that, the patient "noted painful intercourse and husband with penile bleeding." Also reported was that the patient was examined and a vaginal mesh erosion/extrusion was found. Report indicated that the "plan will be for outpatient surgery to excise exposed mesh at a future date."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.